Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had increasing capture threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient is a participant in the product surveillance registry.